Event description:
Pt had anterior cruciate ligament reconstruction; foley inserted prior to procedure. Nurse tested bulb. Prior to procedure; inserted foley without any problem, bulb inflated after insertion without difficulty. After procedure, about 3 hrs later, attempt made to remove foley by deflating balloon; multiple strategies failed to deflate balloon; urology consult; physician inserted fluid to breakdown material; balloon ruptured, removed foley.